Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance measurement. The field representative expressed concern due to the device generating an out of range alert; however, the corresponding value was not reflected in the trend data. Technical services (ts) was consulted and explained that the value was not yet visible on the right ventricular (rv) lead trend data due to a mismatch between the 21 hour daily lead measurement recordings and the 24 hour latitude transmissions. Ts indicated that an interrogation must be performed to obtain the most up to date patient data. Regarding the rv lead, the trend data showed variable shock impedance with stable and in range threshold, pacing impedance and intrinsic amplitude. Ts noted elevated measurement could be associated with calcification, physiological changes or medication changes. Ts recommended evaluating the rv lead for any evidence of micro or macro fractures and provided troubleshooting guidance. Additionally, enabling two further alerts for rv lead monitoring was suggested. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.